Event description:
It was reported the patient experienced discomfort at the ipg site while sitting. Subsequently, the patient underwent surgical intervention where the patient's ipg was removed and replaced with a new one. The ipg pocket site was also moved to a new location.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.